Manufacturer narrative:
-No trend considering the following event is identified: nail breakage. - device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that initial surgery was performed with cm long nail on (B)(6) 2017. Revision was performed on (B)(6) 2018 due to nail fracture. Review of received data: - 4 -rays were reviewed without date hip right with femur ap / axial: condition after osteosynthesis of a per- / subtrochanteric femur fracture. The trochanter minor fragment is dislocated in the sense of an erupted bending wedge medial. The femoral neck screw just reaches the bony circumference of the femoral head. No indication of an implant failure. The proximal fragment is submerged and dislocated. Without date hip right with femur and kn ee joint ap / axial: nail breakage through the hole for the lag screw. Dislocation of the proximal fragment including the femoral neck screw medially at 90 ° to the axis of the femoral nail. Visible total knee endoprosthesis. Trochanter minor fragment is still dislocated (unchanged). Devices analysis: - visual examination: the following components were received for product investigation: a znn nail, a lag screw, a set screw and a nail cap. The lag screw shows strong scratches on its body and mechanical damage around the grooves. The nail is fractured at the lag screw hole. The fracture surface analysis shows a fatigue fracture pattern with beach marks. There are also some scratches on the outer surface of the nail visible. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - in IFU for znn ti cmn (section warnings, patient consueling information) it is stated: warnings: - ¿it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray.¿ ¿special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved.¿ root cause analysis: root cause determination using rmw: - breakage of implant due to inadequate design of mating components not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . - breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible no corrosion found in the investigation. - breakage of implant due to the implant therapy is performed not as indicated possible, no surgical reports received. The implant therapy is unknown. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture not possible no issue found in the x-ray review. - breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle not possible no issue found in the x-ray review. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, no surgical reports received. Post op restrictions are unknown. - breakage of implant due to patient do not follow the post-operative protocol possible, no surgical reports received. No information about post op protocol received. - breakage of implant due to explanted implant is used for new implantation surgery possible, no product stickers received. Conclusion summary it was reported that initial surgery was performed with cm long nail on (B)(6) 2017. Revision was performed on (B)(6) 2018 due to nail fracture. The received x-rays were reviewed by an independent healthcare professional. Based on the provided x-rays, a root cause for the nail breakage cannot be determined. The product investigation showed that the returned components were damaged. It can be also assumed that the deformations and damages were occurred during the removal procedure. The fracture surface analysis shows a fatigue fracture pattern with beach lines. No material defects that could have triggered the fracture could be detected. The root cause for the fracture of the nail cannot be determined with certainty. There are several factors which may have contributed to the nail breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: znn, cmn lag screw 0.5 mm, 95 mm, including set screw, catalog #: 47248509510, lot #: 2916350; znn cmn screw trauma impl win gen, catalog #:unknown, lot #: unknown; 5.0 mm diameter cortical screw, catalog #: 47248403250, lot #:63723368; 5.0 mm diameter cortical screw, catalog #: 47248403550, lot #:63218225; therapy date : (B)(6) 2018. X-rays were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient underwent revision surgery due to znn cmn nail fractured.